Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (lowest of 51 mg/dl). Sugar was consumed to treat bg. Contact alleged that the basal software did not suspend insulin delivery as expected. Review of the pump data logs by tandem technical support verified that there had not been an active sensor session on the continuous glucose monitoring system in the past month. In order for the basal software to suspend insulin delivery, there had to be an active session. During a follow-up call, the customer declined to perform troubleshooting.